Manufacturer narrative:
This report is filed january 27, 2016. The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma and subsequent loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. The device is not available for analysis. The device is not available for analysis.